Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that one of his blood glucose readings was not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next one meter and no manufacturing anomlaies were found.

Manufacturer narrative:
The customer returned the suspected contour next one meter (serial # (B)(6)) for evaluation. In-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution. Testing was also performed using the returned meter with in-house contour next test strips and in-house breeze2 control solution to simulate as blood. All readings obtained during in-house testing were properly stored in meter's memory. Section d4 of the initial report indicated the serial # for the suspected contour next one meter as (B)(6). Based on the returned meter and clarification received, the serial # for the suspected meter is (B)(6). Section d4 has been updated with this information and device manufacture date (h4) has been corrected.